Event description:
It was reported that the patient presented with deteriorating right heart failure and it was decided to remove the ventricular lead and subsequently downgrade the device to a single chamber device. The ventricular lead was explanted and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).